Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem section d medical device brand name, medical device catalog, medical device model, unique device identifier (UDI), section e initial reporter phone, section g reporting office contact, section h device manufacture date and manufacturer narrative. A review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 27apr2022, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. The reported condition of "medstation, es, main tj-10pav did not turn on" was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order wo: (B)(4), the fse removed back panel on both the main and the aux and began troubleshooting by disconnecting aux device and looking for a short board or cut wire. The fse determined that reason for device shut down was related to a cut mark on the main medstation bus wire. The fse replaced the bus wire and entire device successfully powered on. Fse reseated the sata wire as well. After sata wire reseat, the fse successfully booted up entire device without issues. During dchu visual inspection: assy cbl pyxibus 6 drawer with part number 120547-01 was received with a cut with exposed copper strands and suffered thermal damage. During dchu testing: assy cbl pyxibus 6 drawer with part number 120547-01 does not require any additional testing due to visible thermal damage found during external visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es failed to turn on and user experienced ac power interruption. As per part investigation, it was determined that there was thermal damage observed on the assy cable pyxibus 6 drawer, which had signs of exposed copper strands. There were no delay, no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis medstation es system had a power issue. The customer stated that the tj-10pav does not turn on, said something about ac power interruption. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a black screen. The field service engineer determined that reason for device shut down was related to a cut mark on the main medstation bus wire and replaced the bus wire. The fse also reseated the sata wire. The system functioned as intended after the field service engineer troubleshot the device.